Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up and its power supply was replaced to resolve. Analysis also found that the electrocardiogram connector was loose and therefore the link electronic module printed circuit board was replaced and calibrated, that the hinge plate screws were missing, the display would not stay upright, there was a broken latch on the power cord bay door, the power cord was missing and the lower case was damaged. All found defective parts were replaced.

Event description:
It was reported that the programmer would not power up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical produce: product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.